Event description:
User experiencing ise unstable errors and received discrepant potassium results for two pt samples. Sample 1, initial gave 6.3; sample repeated five times giving 5.1 & 5.5, which were both accompanied by data flags, and 5.4, 5.0, and 5.4 mmol per l with no data flags. Sample 2, initial gave 7.9; repeated twice giving 4.9 and 7.1 mmol per l. No erroneous results have been reported. Pts not adversely affected. The field service rep determined there was a problem with the peri-pump tubings, and replaced the peri-pump tubings. He also reset mix/dry, wash time, and segment length. Calibration, controls, and precision check were run to verify analyzer was performing within spec.